Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial lp was initially able to communicate in the ivc (inferior vena cava) but as the physician continued to navigate to the atrium, the lp was unable to be interrogated. Extensive troubleshooting was performed but was unsuccessful. The lp was removed and a clot was noted on the tip. The physician elected to use a new lp. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection found no anomaly on the outer and inner helix, the helix lengths were within specification. Further analysis performed found no anomalies with the device able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.